Event description:
It was reported that the patient presented to the hospital in complete heart block and not feeling well. Ventricular lead impedance was low and there was no bipolar capture. The patient reported having a fall and knocking his chest a few days earlier. The ventricular lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.